Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/4/2024, it was reported by a sales representative via email that an ar-1588rtt2-ib fibertag tightrope ii knotless mechanism came apart when the graft was being passed, and the graft could not be advanced. The tightrope was removed and replaced to complete the case. There was no harm to the patient, and there was minimal added time. This was discovered during a procedure on (B)(6) 2024. Additional information received on 10/9/2024: this was discovered during an aclr procedure. The knotless mechanism came apart when the graft was being passed inside the patient. The case was completed using another ar-1588rtt2-ib fibertag tightrope ii. The case was delayed ten to twenty minutes to re-suture the graft with additional anesthesia for the added time.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.